Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high and low blood glucose level. Customer¿s low blood glucose was 500 mg/dl and 532 mg/dl. Customer treated with shot and insulin pump for high blood glucose. Customer had a symptom like nauseous. Customer stated that the drive support cap was normal. Customer also stated that there were an air bubbles in the cannula. The product will not return for the analysis.